Manufacturer narrative:
Cts advised the customer that they may have a clot in the eic. Cts faxed the customer a procedure to clean the eic port. Customer completed the eic port cleaning procedure and reported to cts that the issue was resolved. Eic was draining and no longer overflowing. No service request generated. The customer resolved issue through troubleshooting with cts.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report electrolyte injection cup (eic) overflowed and not draining. No injury or exposure was reported.